Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Philips analyzed the log file which showed that a frame grabber card initialization error caused the system to not complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips fse replaced the flexvision pc and the hard drive after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.